Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was failed to open and required maintenance. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer found that the tower door seven was double clicking and the latch and wiring harness were replaced. Microswitch connections were cleaned, the microswitches were tightened, and black grease was applied to resolve the issue. The system functioned as intended after the field service engineer repaired the device.